Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes experienced difficult plunger movement. The following information was provided by the initial reporter: the plunger stuck when pressing to expel the insulin from it. Both when pulling to get the liquid and to expel it, the plunger got stuck in the middle of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6) initial reporter fax #: (B)(6) initial reporter addr 1: (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes experienced difficult plunger movement. The following information was provided by the initial reporter: the plunger stuck when pressing to expel the insulin from it. Both when pulling to get the liquid and to expel it, the plunger got stuck in the middle of the syringe.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned three images of the 1.0ml, 30 guage, 8mm, syringes for lot 0280955. The customer reported that when pressing to expel the insulin from the plunger, the plunger got stuck in the cylinder. The images were examined, and since no samples were sent, the photo alone is not sufficient to directly confirm any issues with the syringe. A review of the device history record was completed for batch# 0280955. All inspections were performed per the applicable operations qc specifications. Embecta was unable to confirm the customer¿s indicated failure of difficult/unable to operate. Root cause cannot be determined at this time as the issue is unconfirmed.